Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment had been securely attached to the handpiece. The saw had been activated and the black part of the attachment was spinning (rotating) axially. The surgeon was able to finish the procedure by manual fixation of the moving part. There was no pt harm or delay reported.